Manufacturer narrative:
Additional information: a medtronic representative reported that the adverse event was resolved on (B)(6) 2017. Details on the resolution were not provided.

Manufacturer narrative:
Additional information: it was reported that the patient reported soreness of the neck and pain following the procedure. It was reported that the pain is a suspected consequence of the forth nerve palsy. It was reported that the patient was prescribed physical therapy and that they referred to an ophthalmologist.

Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). No investigation has been performed as there was no allegation of deficiency or imprecision against a medtronic product.

Event description:
A medtronic representative reported that, following a stereotactic laser ablation for temporal lobe epilepsy, the patient experienced a fourth nerve palsy. The surgeon reported that the patient had a very small hippocampus, thus the anatomy was a factor in the event. The patient was noted to become bradycardic during this ablation, which was stopped with immediate recovery of normocarbia. When the bradycardia was discovered, the surgeon stopped the ablation and no further ablations were performed. No additional bradycardia was noted during the remainder of the patient's stay at the hospital. The surgeon reported that there was no allegation of deficiency or inaccuracy against the ablation system. There was no reported delay to the procedure due to this issue. No additional information was provided.